Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The unknown hip implant (screw) was not reportable in the legacy system. Upon migration of the legacy complaint to ecm, the current pe coding is driving a change in reportability. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation of the liner from the cup. A screw also broke during the attempt to remove it. After review of the medical reocrds for MDR reportability, the revision operative note indicated black debris from the head riding on the cup, disassocation, and the screw head was worn down due to the head riding on it. It was noted reported to be broken. Ppf alleges elevated metal ions and dislocation. After review of medical records, clinic visits reported of squeaking and dislocation. Stem was already reported in 1st revision. Doi: (B)(6) 2007 (cup/screw); doi: (B)(6) 2013 (liner) - dor: (B)(6) 2013 (right hip) second revision.